Manufacturer narrative:
This report is submitted on may 04, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced retention issues at magnet site. Subsequently, during the surgery to reposition the magnet on (B)(6) 2018, it was noted the ball electrode was encased in bone resulting in the decision to explant the device. The patient was reimplanted with a new device during the same surgery.